Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. Visual inspection confirmed that the probe tip was detached. The detached piece was returned and measured at approximately 10mm in length. The teflon pad was inspected and was found partially detached, exposing metal. In addition, there was evidence of char marks on the teflon pad. The most likely root cause of the reported event could be attributed to insufficient tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a colpotomy procedure, the probe broke in two pieces and fell inside the patient. This occurred after the reported device touched the metal blade of the uterine manipulator. The broken pieces were retrieved and an x-ray was performed. There was no patient injury reported. The procedure was completed using a different but similar device. No additional information provided.